Event description:
Customer reportedly obtained results of 356mg/dl and 132mg/dl within 10 minutes on the aviva system. Customer took 16 units novolog insulin based on result of 356mg/dl result. No adverse event reported. Requested return of suspect system and replacement was sent. No info provided for where comparison performed.